Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.

Event description:
Deflation difficulty. The report received indicated that during a percutaneous transluminal coronary angioplasty (ptca), the balloon would not deflate. After three deflation trails, the balloon deflated enough to be removed from the pt's vessel. There were no difficulties encountered while removing the balloon catheter from the pt and there were no anomalies (kinks/compressions) identified in the device after it was removed. There was no pt injury reported and the intended procedure was completed successfully. Further info indicated, that prior to encountering the problem the device behaved normally; the contrast to saline ratio used was 50/50 and the maximum pressure applied was 8 atmospheres. There were no problems or difficulties encountered removing the product from any of the sterile packing components.